Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the hospital refused to return the explanted device. A review of the device history record revealed no anomalies. This is the final report.

Manufacturer narrative:
The external visual inspection revealed antenna coil damage. In addition, cut silastic overmold was observed on the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed antenna coil breaks. In addition, cut electrode wires were observed on the electrode lead. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The residual gas analysis resulted in a nitrogen level above the limit. This device had broken antenna coil wires. A CAPA was implemented. In addition, this device had nitrogen that exceeded the limit. Based on an assessment of the residual gas analysis test data, it is believed that this device was non-hermetic. Leak testing did not revealed any leaks. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.